Event description:
Spontaneous communication. Patient and home health nurse called in to advise of pump malfunctioning and not infusing medication. Unknown if adverse event or missed dose. Unknown if defective device on hand for return. No further information. Did the reported product fault occur while in use with the pt? Yes; did the product issue or contribute to pt or clinical injury? If yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device? Yes. Reported to (B)(6) by pt/caregiver.